Event description:
Patient revised to address polyethylene wear of insert and patella.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. Although the exact root cause could not be determined, it would not be unreasonable to expect wear after approximately 21 years of implantation. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action was not indicated. The reported product code is an obsolete item. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.